Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited peeling of adhesive around objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Based on the results of the investigation, a definitive root cause for the reported failure mode could not be confirmed. Presumably, the defective event was caused by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor the field performance of this device.